Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: prior to be applied, a clip fell off the instrument. The clip was retrieved. The contact of the instrument caused a damage on the cystic duct, and bile leaking. A second device was used. The customer reports that, after examining the instrument, it was noticed that the jaws seemed misaligned. The surgeon used a similar instrument from a different supplier to end the procedure.